Manufacturer narrative:
Concomitant product: product ID 435135, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was noted that when the patient was at the library and went to the front desk to receive a fax, she felt a jolt once and then she felt a real jolt the second time and it felt in her knees a little bit and it hurt. Then, as she was walking away from the front desk, she felt the jolting sensation the 3 rd. Time and she went down on her knees and told her son there was a magnet around and she got shocked. She got shocked and also it burned the surrounding area. She told the library they got to put a sign for people to know that there was a magnet. The patient called health care provider (hcp) the same day and made health care provider (hcp) aware. Next day she went to hcp and the device was checked. The patient mentioned she was still hurting the next day. It was reported that patient experienced shocking when she went through (B)(6) gates. The patient also noticed she got a shock when she came near the front desk when she went to pay for her electric bill. The patient mentioned she tried not to go near emi. The patient stated it was a good thing she felt shocking because then she knew there was a magnet around her. She was concerned that people in public places like stores etc. Need to warn people and put signs where the magnets are. The patient's son made a metal shield for her and she was using the shield every time she went through any metal detector. The patient stated the health care provider (hcp) did not change any programming. Suggested patient continue working with hcp and notify hcp when she was getting shocked. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.